Event description:
It was reported that a user of the ilet bionic pancreas experienced sustained hyperglycemia, with blood glucose levels above 180 mg/dl for several hours and a fingerstick reading of 318 mg/dl, with the cause unclear. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included user troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and no identified component failure, and the cause of the hyperglycemia remained undetermined. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.